Event description:
An optometrist reported that two months following bilateral lasik surgery, the patient presented with persistent transient light sensitivity. The topic steroid drops were increased. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).